Event description:
A male patient underwent initial aaa repair in 2007. The patient received a zenith main body graft, two zenith iliac leg grafts and was completed without reported incident. In 2009, the patient underwent a secondary procedure where a zenith iliac zt leg graft was placed. The additional device placement was deemed necessary due to an iliac growth, to cover the rupture and extend the leg. The current status of the patient is unknown.

Manufacturer narrative:
The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU), listing the indications for use, contraindications, warnings & precautions, and the correct deployment procedure. Based on the limited information about the case, it is difficult at this time to clearly identify a failure mode and subsequent effects. Based on what was reported, the assigned failure mode to this case is "aneurysm growth with no signs of endoleak". If additional information is received, the case will be reopened and investigated appropriately. At this time, a definitive cause cannot be reported at this time. We will continue to monitor for similar incidents.